Event description:
New information noted that the lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. No intervention was performed, and the lead will continue to be monitored. The patient was in stable condition.